Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the pump was not found to power off by itself. A review of the event history log and revealed a single event of "improper shutdown!". An "improper shutdown!" Event occurs upon power up after all power to the pump is lost. The history log cannot be used to determine the means by which power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump kept turning on and off by itself during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.